Event description:
A glass bact/alert mp culture bottle was found broken in a bact/alert incubator. The broken bottle sample had flagged positive for mycobacterium and when unloaded, it was noticed that all of the contents had evaporated resulting in potential aerosolization of the organism. There were no adverse patient or healthcare worker events indicated as a result of this incident.

Manufacturer narrative:
The bact/alert mp process system consists of the bact/alert mp process bottle with a removable closure used in conjunction with the mb/bact antiobiotic supplement (and/or the mb/bact reconstitution fluid). The bact/alert mp process system is designed for use with the mb/bact or the bact/alert 3d mycobacteria detection systems for recovery and detection of mycobacteria from sterile body specimens other than blood, and from digested-decontaminated clinical specimens. However, there is the potential for adverse events were this to reoccur due to the fact that some mycobacteria samples can have significant health effects and if the sample aerosolized, as it may have in this case, the likelihood of organism transmission is significantly increased.